Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed no suture or ts remain on the delivery needle but were returned. Examination of the construct showed the distal end of t1 has been broken off and was not returned. T2 and the suture show no abnormalities. The delivery needle is bent. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended. Per the device under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿.

Event description:
It was reported that during a procedure, after t1 was deployed, the needle couldn't bounced back, resulting in t2 no deployed. All t's were removed from patient and no patient injuries were reported.